Event description:
An increased intraperitoneal volume (iipv) situation was identified in the event and therapy log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 3. The fill volume was 1500ml and the total drain volume was 2800ml which meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. Any results of evaluation will be provided in a follow-up emdr.

Manufacturer narrative:
(B)(4). The device was determined to meet functional and electrical performance specification requirements per return instrument test / evaluation (rite) testing. Review of the device's previous service record revealed the device passed all required tests and calibrations prior to its release from the (B)(6) facility. No issues were identified that may have contributed to the reported problem. The device has not been previously returned for any issues related to increased intraperitoneal volume (iipv). The product analysis laboratory (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the logs. The device functioned normally during pal testing. The assignable cause of the iipv was determined to be insufficient drain: one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).